Event description:
It was reported that the patient experienced redness and swelling at the pocket site. It was stated that an infection was suspected. Antibiotic treatment was necessary. Hospitalization of the patient was required. The patient outcome was unknown. Additional information was requested, but was not available at the date of this report. Any additional information will be included in a supplemental report.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 37754, serial# (B)(4), product type recharger, product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).